Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain reliefs due to suspected of a lead fracture. No further information provided at this time.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5074801, UDI: (B)(4).